Event description:
It was reported the patient experienced difficulty in charging their ipg due to an increased recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Additional information indicates the ipg provided 24 hours of therapy when fully charged. Therefore, there is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Additional information indicates the ipg provided 24 hours of therapy between charging systems. Therefore, there is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.